Event description:
The bioseal mogen clamp not closing completely at the end of circumcision leading to unexpected bleeding. This happened in six out of 8 patients undergoing circumcision. Pt: 1888. Device: 2921, 3023. Ref: mw5186616, mw5186617, mw5186618, mw5186619, mw5186620.